Event description:
It was reported that the lead exhibited p-wave oversensing. All other lead measurements were good, and noise was not seen, even with isometrics and pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.